Manufacturer narrative:
(B)(4). Batch # = n90p66. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure, and the remaining 16 clips were fed and formed as intended. No jamming issues nor difficulties to fire were noted during analysis. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be damaged. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diep flap procedure, the device was jamming, not feeding clips, would sometimes produce misformed clips, and was not closing properly. The device was either closing too tightly or too loosely. Sometimes the device felt rough while firing the first few times and then cleared up. Procedure was completed with additional device of the same product code. There were no patient consequences reported.